Manufacturer narrative:
The customer's report of alarms for no apparent reasons was confirmed. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced upper transducer due to check IV set error. Replaced broken ail sensor right side, and broken door upper hinge. Replaced corroded right, left iui. Replaced rear case under recall. Testing of the returned alaris¿ pump model 8100 confirmed that the bottle side pressure sensor was faulty. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the fsa pressure sensor ¿ 12 pack. A review of the device history record showed the device had a manufacture date of 05/13/2013. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn: (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
The customer reported alarms for no apparent reason; check IV set. There was no patient involvement.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported alarms for no apparent reason; check IV set. There was no patient involvement.